Event description:
It was reported that the device flowed too fast and infused in 12 hours. Adverse clinical effects were reported, which included cephalea, pain at the shoulder blade, red/inflated face, blurred vision, and asthenia.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter and the sample submitted. Received one empty and used pump for eval and investigation. The pump was refilled with normal saline solution to the reported fill volume of 88ml for testing. When the pinch clamp was opened, the pump did not infuse. The tubing was separated from the pump for cleaning, and the pump without tubing did infuse. The tubing was placed in warm water with an air source to clean. The tubing was re-attached to the pump and a flow rate test was then performed. A flow rate test was conducted and found the flow was under specification. Best evidence indicates an occlusion caused by crystallized medication. A review of the lot history for product received showed it was the only complaint for fast flow. The device history record was also reviewed, and all mfg operations were found to be within spec. At this time this complaint is being closed with no further investigation. If add'l info that is pertinent to this event becomes available, I-flow will re-open the complaint.